Event description:
It was reported to philips that the device's geometry movements were being reset.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system intermittently resetting geometry. After reviewing log file, fse found table power being dropped while the system is not in use. Upon troubleshooting, it is found geometry power supply dropped off. The power supply heats up and causes geometry restarts. The cause of the power supply, control rack cv, smart drive failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced spp power supply. After replacement of the power supply, the system is returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The movement of the stand is motorized using the control module located on the side of the bed or pedestal. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. If there is a malfunction of the handle which enables manual movements, there is an additional handle on the other side of the c-arm which can assist in obtaining the desired position over the region of interest. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.